Event description:
It was reported that two days after a pt underwent an x-stop procedure, no improvement in pain was noted. The physician removed the x-stop device and performed a laminectomy. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.